Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, the helix appeared to build up torque and the helix came out very rapidly actually pushing it back away from the rv septum. After repositioning the rv lead several times, the lead was implanted in an appropriate location. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.